Manufacturer narrative:
There was no malfunction observed with the device.

Event description:
On november 05th, 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.